Event description:
The customer reported that upon turning the device on, there was a series of audible popping sounds from inside the device and the device would then not power on completely. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control replaced the system/memory and interface pcb assemblies and also the cable assembly which connects the system pcb assembly to the interface pcb assembly. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed parts and determined that the cause of the reported failure was due to a shorted capacitor, designator c14 from the interface pcb assembly.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.